Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube contact spring. The pump was unable to confirm weak battery alarm due to blank display. The pump was received with corroded battery tube, corroded battery cap contact, cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip noted during visual inspection.

Event description:
The customer reported via phone call that the corrosion on the spring of battery compartment and received weak battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.